Event description:
It was reported that the 7700 system would not fluoro. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The mono-block was replaced during the service call. The system was tested and found to be working as intended and put back into service.